Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Lfs received a letter from the patient on (B)(6) 2011, alleging inaccurate high readings on his one touch ultra 2 meter. Lfs sent the patient a replacement meter based on his letter. The patient contacted lfs again on (B)(6) 2011 alleging the exact same issue as when he sent lfs the letter on (B)(6) 2011. He was unsure why he received a meter from lfs. Customer care advocate (cca) mentioned that the reason he was sent a meter was due to the letter that lfs received on (B)(6) 2011 from him. The patient mentioned that he did not have his supplies anymore and had possibly discarded the meter and testing supplies. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. He mentioned that he had used the subject meter 8 months prior to sending lfs a letter in regards to the inaccuracy and that he had been adjusting his insulin based on the alleged high readings. The patient mentioned that on an unspecified date and time he had obtained a result of 172 mg/dl and had taken insulin based on the meter reading. Less than 30 minutes later he obtained a 130 mg/dl on another ultra 2meter. At an unspecified time after testing on his ultra 2, the patient developed symptoms of sweaty, "spacey feeling" and unable to clearly communicate. It is unclear whether the patient self-treated due to the alleged issue and how long symptoms lasted. It would have been helpful to know the patient's diabetes regimen, whether he self-treated and how long symptoms lasted. It would have also been helpful to know the patient's sliding scale. The complaint is being reported since the patient alleged that due to the high results, he adjusted his insulin and at an unspecified time later developed symptoms suggestive of a serious injury.